Event description:
It was reported that a health care professional (hcp) experienced difficulty interrogating this pacemaker. Technical services (ts) provided guidance for interrogation; however, the attempt remained unsuccessful. Ts then recommended paging a field representative for additional support. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.